Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-jan-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a field service engineer (fse) worked with pharmacy over the phone in troubleshooting a network connectivity problem caused by the medstation¿s network cable being plugged into the wrong wall jack by onsite information technology (it) staff. Then the customer relocated the network cable to the correct port, after which connectivity was restored and customer confirmed that patient and order data were flowing normally, indicating the issue was fully resolved. The system functioned as intended after the field service engineer guided the customer to resolve the issue

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, station showed power disconnected and was offline in rss. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.